Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v324755, implanted: (B)(6) 2009, product type: lead. Product ID 3389s-40, lot# v182607, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported that after an implantable neurostimulator (ins) replacement in 2012, they were dystonic and had lots of tremors because the ins was not programmed until their follow up appointment a couple weeks after surgery. The patient reported five months later that a few days after reprogramming, their dyskinesia came back. This had been occurring since implant of their initial device in (B)(6) of 2009 and with each implantable neurostimulator (ins) since then. The dyskinesias were still an intermittently reoccurring issue following reprogramming. Every summer since (B)(6) 2009, the patient's symptoms seem to get worse. The patient contacted the manufacturer to see if the labeling had anything about staying out of the sun. Since 2013, the patient has had issues with movement that are gradually getting worse to the point where they could barely move. The patient has to sit often and they cannot turn sides in their bed because their muscles are so stiff. The patient stated they were a "problem child" with medication since day one and that was why their neurologist suggested deep brain stimulation (dbs). The patient was bad with medication and they had every side effect. Every parkinson's disease medication and muscle relaxer was tried and the patient every side effect listed so they decided to try dbs. The patient's indication for use is parkinson's dual and movement disorders.